Manufacturer narrative:
The field service engineer found the ise electrodes were damp with moisture. He cleaned and conditioned the electrodes and back-flushed the pinch tube. He performed ise checks that were acceptable and the customer ran calibration and qc with results within the specified ranges. The field service engineer ran successful precision. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c 501 analyzer. Sample (B)(6) initial result was 130 mmol/l and a repeat result was 139 mmol/l from the same and from another cobas c501. Sample (B)(6) initial result was 144 mmol/l and the repeat result was 151 mmol/l from the same and from another cobas c501. Sample (B)(6) initial result was 129 mmol/l and the repeat result was 135 mmol/l from the same analyzer and 134 from another cobas c501. Sample (B)(6) initial result was 124 mmol/l and the repeat result was 131 mmol/l from the same analyzer and 129 from another cobas c501. The repeat results were believed correct.